Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. There is no patient information known at this time. Attempt to obtain the patient information made via email. All reasonably known patient information is included in this report. Additional information provided by the customer indicated the medical staff noted the timing delay between the aortic pressure and wire pressure waveforms. Also noted was an afib waveform from the patient and many cycles of the ifr waveform were marked out by the ifr software because of the waveform issues. The customer stated that the physician decided not to make any patient treatment decisions based on the ifr results. The physician used the patient's history and other diagnostic equipment information to make his treatment decision. They did place a stent in the patient. There is no lot number for this product. The device has not been returned to philips volcano for analysis. The cause of the pd pa waveform time shift issue is under investigation in accordance with philips volcano policy. Based upon currently available information, this complaint involves a pd pa waveform time shift issue that occurred during an ifr clinical case. The physician recognized the waveform discrepancy and did not rely upon the ifr value to guide treatment decisions; a stent was implanted despite the ifr value of 0.94 (that under ordinary circumstances would suggest deferral). There was no patient injury reported. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode for the same system/asset. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported that there appeared to be a timing alignment problem between the aortic and wire waveforms that were displayed in the ifr mode. There was no reported impact to the patient.